Event description:
Hamilton medical ag received the following description: according to the customer sometimes the ventilator alerts on technical fault (tf) 9708. Tf did not occur during ventilation of a patient.

Manufacturer narrative:
Tf 9708 indicates an alarm failure. The interaction panel speaker did not sound properly and it was replaced by the partner technician. However, ventilator sometimes still alarms with tf 9708. Investigation is ongoing.